Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The lead impedance measurements were greater than 4,000 ohms on all of the bipolar and unipolar pairs. The patient had a good response prior to the high impedances. Further information has been requested.